Event description:
It was reported that during a gastic bypass procedure, one device fired unformed staples. Used another device to complete the procedure. There was no pt consequence.

Manufacturer narrative:
(B)(4). Info anticipated, but unavailable at this time.